Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen went blank and pump shut down and would not come on despite the attempted use of multiple cables and power sources. Customer reported a blood glucose level of 203 (mg/dl) and indicated a bolus would be delivered. During troubleshooting with tandem technical support, a review of pump history indicated the pump annunciated a low power alert and shut down alarm. Customer was advised to reload their cartridge to resume insulin delivery. Customer acknowledged.